Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 6 months after the dental implant has been installed in intraoral region #23, its non-osseointegration was observed. 60 ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented insufficient bone quality/quantity (bone type iii) and fenestration occurred during surgery.